Event description:
It was reported to manufacturer that the vns patient passed away. Further follow up with the physician revealed that the patient was found deceased in bed in the morning. The cause of death is believed to be sudep and/or suffocation. The patient had prior to vns 15 complex partial seizures per month and 20 generalized seizures per month. The physician reported the patient's response to vns was an approximate 50% reduction in seizure activity. Anti-epileptic therapy taken at the time of death included lamotrigine, gabapentin, clonazepam, ketogenic diet, and keppra. There was no autopsy performed and the device remains implanted. The physician noted on a follow up form that the relationship between vns therapy and the cause of death was not related/unknown.

Manufacturer narrative:
Physician suspects sudep and/or suffocation as the cause of death, and the physician's assessement of the relationship between the vns therapy, and cause of death is not related/unknown.